Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized twice over the weekend due to low blood glucose and high blood glucose on (B)(6) 2021. Blood glucose at the time of event was 570 mg/dl which dropped to 40 mg/dl and the rose to 572 mg/dl. Current blood glucose was 216 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer initially treated for high blood glucose with manual injections and when blood glucose rose really high customer was take to the emergency room and then hospitalized. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if auto mode feature was in use at the time of the event. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that customer was hospitalized twice over the weekend due to low blood glucose and high blood glucose. On (B)(6) 2021, blood glucose at the time of incidence was went up to 570 mg/dl and they were treating with insulin pump and injection after that blood glucose dropped to 40 mg/dl and they went to emergency room. Customer reported blood glucose value at the time of incidence was 25 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high bg event. Pump does not have auto mode feature. Customer had high bg of 572mg/dl on (B)(6) 2021. Pump was used for the incident. Customer went to the emergency room at 12:00. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Blood glucose levels coinciding with date of event was corrected in this report. The customer's use of the auto mode feature was also corrected with this report.